Event description:
It was reported that: "(B)(6) 2026, during the patient's hemodialysis catheterization process, the delivery of the guidewire went smoothly. However, after the skin expansion and incision, the catheter was difficult to advanced onto the swg and it was found that the guidewire was kinked, it did not cause any harm to the patient. The device was replaced to resolve the issue."

Manufacturer narrative:
(B)(4).